Event description:
It was reported that there was fluid in the patient's implantable neurostimulator (ins) at the site where the extension connects to the ins. This occurred after the ins had been placed in the pocket. An electrode impedance check yielded high impedance values. Additional information received reported that the impedance values were high and greater than 3,600 ohms. The patient was still receiving stimulation, however, the extension was reconnected to both the lead and to the battery; it was at this point when fluid in the connection was detected. A new ins was used to replace the ins with the fluid in it. The patient's outcome was "good." The old ins was sent to the manufacturer for analysis. Additional information received reconfirmed that fluid was detected in the connection of the patient's ins that was to be a replacement ins. It was replaced with a different ins and returned to the manufacturer.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.